Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the force bipolar failed to close for extraction had to use key to close jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.